Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump began alarming for occlusions after the pump was impacted during a car accident. The reporter indicated that the pump was positioned on the waist on the same side as the accident. The patient confirmed that the pump was successfully reprimed each time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings:the pump black box found multiple occlusion alarms associated with high force recorded on 01/07/2014. During testing, the pump performed the rewind, load, and prime steps without alarms. The pump was exercised for 24 hours without occlusions or other issues occurring. A force sensor calibration reading was taken and found that the force sensor reading was out of specifications. Unrelated to the complaint, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.